Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the spring at the grip of k-wire cutting pliers was cracked.

Manufacturer narrative:
Investigation in progress, but not yet complete.